Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display became frozen and the customer was unable to clear it. During troubleshooting with tandem technical support the pump was accidentally put into storage mode. The pump was turned back on and the display was able to be cleared. Customer's blood glucose level was not impacted.